Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the superficial femoral artery (sfa). A 6.0 x 200, 75cm mustang¿ balloon catheter was advanced for dilatation. The balloon was inflated at 24 atmospheres for one minute with saline-contrast ratio of 50/50. However, after inflation, it was noted that the balloon would not deflate correctly. The whole system was removed altogether and the procedure was completed with another mustang¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a mustang balloon was received for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. The balloon was distended with a large amount of solidified saline/contrast medium which was clearly visible within the balloon. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks or drop in pressure noted. Using the same encore, a vacuum was pulled and the balloon deflated in 26 seconds. This inflate to rated burst pressure and deflation fully under vacuum was repeated on three more occasions and on each occasion the balloon maintained pressure with no leaks noted and deflated fully in an average time of 26 seconds. The deflation time was recorded and it was noted that the deflation time from rated burst pressure must be =60 seconds . It was noted that the balloon was inflated during the event to 24atm (atmospheres) which exceeded the rated burst pressure. The balloon did not refold completely after deflation. This poor refold may have occurred as a result of the balloon having been inflated and deflated numerous times which resulted in the memory of the balloon folds weakening. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from any damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the superficial femoral artery (sfa). A 6.0 x 200, 75cm mustang¿ balloon catheter was advanced for dilatation. The balloon was inflated at 24 atmospheres for one minute with saline-contrast ratio of 50/50. However, after inflation, it was noted that the balloon would not deflate correctly. The whole system was removed altogether and the procedure was completed with another mustang¿ balloon catheter. No patient complications were reported.